Event description:
Boston scientific received information that a noise was noticed in the right ventricular lead. Additional information indicates that it appeared to be subclavian crush. The rv lead was explanted and a new lead was implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.